Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) experienced a leak in iab circuit alarm during use on patient. No patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2. H3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states, methodist has two hospitals being northlake and southlake. Fse reached out to one of their biomed shops and left a voicemail. These machines are owned by a third party perfusion company. If a repair needs to be made; they will likely reach out to fse at some point. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (medical device ¿ problem code).

Event description:
N/a.